Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physical therapist called on behalf of her patient reporting that a blockage full alarm has been going on today dec 14th. The patient already "changed everything" like placing a new canister and tried to remove the canister and put it back on to ensure that it is fully engaged into the device. This nurse instructed her troubleshooting to purge any false blockage alarm in the system. After the patient performed first steps and milked the tubing, the screen still showed blockage full. Therapist confirmed that the device has always been in upright position and that the control leak port and tubing was clear and free from obstructions, that the whole tubing is not bent or kinked. This nurse instructed her another troubleshooting and after the patient performed this, full blockage alarm resolved per the physical therapist. Informed her that since alarm condition got resolved, a blockage is present within the soft port and it needs to be reassessed and replaced as needed per clinical guideline and nurse will reassess and will change the dressing as needed. No additional information is available.

Manufacturer narrative:
The device was used in treatment, was not returned for evaluation. With all additional information provided, we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence, that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure or an obstruction. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.